Event description:
It was reported that the patient experienced tube length was incorrect with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the pump tube length was adjusted. Additional information was reported that the patient experienced irritation due to the rubbing of the tube being too long.